Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited an increase in pacing thresholds one day post-op. The physician suspected that the lead had dislodged.